Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: the patient files analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug (arrow in blue). - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced before the confirmation of connection (arrow in red) by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - to prevent a new occurrence, it is recommended to either set the automatic implantation detection at off, or not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. - a bug correction is currently in progress. There is no patient risk and this case is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Reportedly, a first borea dr was interrogated, and device implantation was confirmed (not implanted in reality. At that moment, an oversensing message appeared due to the mv sensor. A second borea dr ((B)(6)) was interrogated, and the same message appeared. It was implanted because it was thought that the oversensing was due to the atrial lead not being connected. Once both leads were connected, the oversensing did not occur. However, since frequency adaptation was not required, it was deactivated.

Manufacturer narrative:
UDI and expiration date added. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: the patient files analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug (arrow in blue). - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. The automatic implantation detection was forced before the confirmation of connection (arrow in red) by the user before the implantation procedure (device still in the box). Since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - to prevent a new occurrence, it is recommended to either set the automatic implantation detection at off, or not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. - a bug correction is currently in progress. There is no patient risk and this case is recorded for trending purposes. For more details, please refer to the analysis report.

Event description:
Reportedly, a first borea dr was interrogated, and device implantation was confirmed (not implanted in reality. At that moment, an oversensing message appeared due to the mv sensor. A second borea dr ((B)(6)) was interrogated, and the same message appeared. It was implanted because it was thought that the oversensing was due to the atrial lead not being connected. Once both leads were connected, the oversensing did not occur. However, since frequency adaptation was not required, it was deactivated.